Event description:
It was reported that the insulin pump had prime anomaly. Customer's blood glucose was unknown. Customer stated that the insulin squirted out during manual prime. Troubleshooting was done. It was found in the troubleshooting that the drive support cap was sticking out. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The pump was received with a protruded/loose drive support disk, minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, and a cracked reservoir tube. The pump alarmed compromised force sensor system during the basic occlusion test due to a protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.